Event description:
It was reported that philips patient monitoring was lost for an entire cardiac telemetry unit. Philips mx40 devices remained operational at the bedside but were not visible at the surveillance station, preventing critical alarms from being audible to caregivers outside of patient rooms. The (B)(6) switch to which the wireless access point (ap) units were connected to was found to have been manually reset via a push-button mechanism to the factory default configuration, thus disconnecting the wireless bridge between the telemetry devices and the surveillance station. Restoration of the philips-installed configuration did not bring the aps back online. The system was reverted back to the previously-installed ge platform.